Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unresponsive. Customer's blood glucose level was 141 mg/dl. The pump was replaced and the customer reverted to an alternate method of insulin therapy.

Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. However, the display will not turn on and customer cannot access pump features when not plugged into a power source. The customer¿s blood glucose level was 141 mg/dl. Reportedly, the pump was replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.